Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the spider2 limb positioner fell off the bed during the procedure. There is no information available regarding possible patient or staff injury, surgical delay or procedure outcome associated with this reported event.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.